Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 500 mg/dl. The cannula was bent and the blood glucose were in the 300 mg/dl range. Customer woke up this morning with a blood glucose of 320 mg/dl. Customer took the set off and the cannula bent. Customer treated with a syringe causing the blood glucose to drop to 66 mg/dl. She drank some juice causing the blood glucose to elevate to 320 mg/dl. Customer reports they have a back-up plan available. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital, dispatched as a result of high blood glucose. Advised customer to return the set she had. The insulin pump will not be returned for analysis.